Event description:
A malfunction was reported concerning a pump, identified by the error code malf 16-0x20e6. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support arranged for a replacement pump to be sent, instructed the customer on the proper procedures for returning the faulty pump, and confirmed the shipping details. The customer acknowledged the instructions and planned to consult a healthcare professional for backup insulin therapy as needed.